Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose. The customer¿s blood glucose was 431 mg/dl. The customer reported that there was pump error alarm and then had blank display. The customer was treated with the manual injection. The troubleshooting was declined for high blood glucose and performed for the pump error and blank display. Customer reports they were able to clear the alarm. Customer was able to rewind the in insulin pump. Customer stated that display was blank currently. The product will not be returned for analysis.